Manufacturer narrative:
The insulin pump failed the displacement test and alarmed during the rewind due to an out of phase motor encoder signal. No motor error alarms were noted. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.

Event description:
It is reported that the patient's insulin pump experienced an unexpected alarm for failing the motion sensor test. The patient's blood glucose level at the time is 233 mg/dl. Troubleshooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.